Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified striated broken on anterior, striated opening on posterior and radius, non-penetrating nicks and creases fold. Base on the device analysis the final assessment is: a striated opening posterior and radius due to surgical damage consist in the use of some surgical tool. A striated broken on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.